Event description:
The customer states that they noticed a shift up in controls (biorad) and pt results when using the architect fsr assay with architect fsh calibrators lot number 33363q1. Pt results were reported out of the lab with qc out of range. No impact to pt mgmt was reported.

Manufacturer narrative:
Following a customer complaint, abbott found an atypical stability profile of architect fsh calibrator lot 33363q100. The investigation to date has shown that both controls and pt results have shifted upwards together over time. There has been no adverse events associated with this issue to date. This is an intial report. An investigation is in process. A final report will be submitted when the investigation is complete.